Event description:
It was reported that the patient said that the machine working periodically has replaced kit. It's unclear if lot number was requested. Used with flex wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received on 13apr2026, it was reported I gave the serial number on said purewick machine when voicing the complaint replied not consistently working. I'm still not sure about the device consistently working. It would just shut down when on even when plugged in. Per follow up information received on 15apr2026, it was reported I find that the purewick machine tends to switch from humming to silent. That's ok, but often, I have urine fill up the tube and it doesn't move down to the canister. I have had a urine soaked applicator so often. I often disconnect the tube from the applicator to set the vacuum again. I've been consulting with the wound care center. I am told I have ulcerations on my inner vulva. I am supposed to use triad ointment as a healing barrier. It tends to make the applicator apt to slip out of place. It is a vicious cycle. This miserable and embarrassing. Moreover, the purple outer case seems to be contributing to the irritation. The ulcers tend to mirror the cut out on the purple shell. I have to research alternatives to stop irritating my skin. I am post-menopausal, so my groin integumentary tends to be thinner. That's only natural. Before someone tells me to trouble shoot on making sure the machine is lower than my groin, I make sure it is. Also, I'm having the tube aim downwards instead of snaking it through my pants up over my abdomen. I've taken to cutting slits in the side of my pants so that I can have it at an optimum direction to promote flow. I depend on having the purewick in around the clock. If you look back my record, you will see that I have been using it for several years now. After having more than 1000 applications, you'd think it would be a piece of cake. It is discouraging. I really don't want to resort to having an indwelling catheter. Even though I have a sci, I do sense when I will urinate. I 'm not able to transfer to a commode or get changed during the day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.